Event description:
It was reported that the device was used during a colectomy. The washer on the device would not break smoothly. The surgeon excised and reanastomosed the tissue with a new device. There were no consequences to the patient.